Manufacturer narrative:
(B)(4). The report of a connection issue was not confirmed and the cause was not identified because the patient did not describe any type of use error that might have caused this issue. Per the caregiver a supply bag became disconnected. However without a sample to evaluate baxter was unable to identify a product issue that might have caused the bag to become disconnected. The lot number is unknown, therefore a batch review was not performed.

Manufacturer narrative:
(B)(4). Initial MDR was incorrect with brand name of asku. 510k statement missing from initial MDR a 510k number will not be provided in the MDR as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver and patient contacted global technical services (gts) regarding assistance with starting over with new supplies while using the homechoice (hc) during dwell 1 of 6. The caregiver stated that a supply bag disconnected. Gts had the caregiver cycle power and end therapy to remove the set. The caregiver elected to start over with new supplies. No injury or medical intervention was reported.